Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on november 12, 2018. Registration number (B)(4).

Event description:
It was reported that the patient experienced infection at the magnet site; however the issue could not be resolved resulting in the decision to remove the magnet and clean the site. Once the magnet was removed the patient reportedly experienced a loss of osseointegration resulting in fixture loss. Additional information has been requested; however has not been made available at the time of this report.

Manufacturer narrative:
It has since been reported that the patient underwent revision surgery in (B)(6) 2018, in order to convert the patient to a percutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture. It was also reported that the patient experienced wound breakdown and subsequently was administered oral antibiotics (date not reported). This report is submitted january 7, 2018.